Event description:
Customer reports the aviva system produced an undosed result of 333 mg/dl. No actions taken based on device result. No quality controls were used. No adverse event reported. The customer did not provide the locations where the unexpected result was obtained. Requested return of suspect device and replacement was sent.